Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 475mg/dl. Customer treated high blood glucose with insulin pump but then also they experienced high readings of blood glucose of 502mg/dl. Customer states that the issue was because of infusion set as cannula was bent. Customer advised to change infusion set, monitor the issue and call back if issue persist. Product will not be return for analysis.